Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a long lasting low flow situation at home. Outflow graft kinking was observed in the CT scan. The outflow graft was stented but the low flow situation remained. The patient was in stable condition with no signs of malperfusion. A pump explant was performed on (B)(6) 2018. An extended thrombus formation was found in the inflow cannula. A new pump was not implanted. The patient was transferred to the intensive care unit under extracorporeal membrane oxygenation (ECMO) support in stable condition. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of device thrombosis. The report that the outflow graft was kinked could not be confirmed through this evaluation. A direct correlation between the reported aortic dissection and the pump could not be conclusively established through this evaluation. The submitted system controller event log file contained data from 13:43:32 through 17:28:02 on 08oct2018. Low flow hazard alarms were active for the majority of the file. Calculated average flow ranged from 0.4-2.4 lpm for these events. Calculated average flow appeared to decrease over the duration of the file. No additional atypical events were captured. The submitted system controller periodic log file contains data from 26jan2018 at 14:55:09 through 08oct2018 at 14:40:24. Additional low flow hazard alarms were captured on 30sep2018, 02oct2018, 06oct2018, 07oct2018, and 08oct2018. Calculated average flow ranged from 1.5-2.3 lpm for these events. It should be noted that calculated average flow appeared to decrease over the last few weeks of the file, as it ranged from 3.4-5.3 lpm in the events captured from january 2018 through august 2018 and 1.5-3.1 lpm during the events captured in october 2018. No additional atypical events were captured. Images from the pump explant surgery were submitted for evaluation. These images appear to depict a thrombus formation partially occluding the inflow cannula. The pump was returned assembled with the pump cable severed approximately 2.5 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was cut at its hardware and no graft material was returned. The outflow graft bend relief was severed at its hardware and returned detached from the device. The apical cuff was not returned. Examination of the interior of the inflow cannula revealed that the lumen was partially occluded with a red, tissue-like thrombus. The thrombus was adhered to the textured surface of the inflow cannula, suggesting that it formed over an undetermined period of time while the pump was supporting the patient. The thrombus appeared to obstruct the blood flow path through the inflow cannula, which indicates that it could have contributed to the low flow events observed in the controller and lvad log files. The origin of this thrombus could not be conclusively determined. Visual inspection of the remaining blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported events. The device was cleaned and inspected. The pump rotor and rotor well showed no evidence of dents or scratches. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of death was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed an aortic dissection of the abdominal aorta. The cause was reportedly unknown. The patient subsequently expired. No additional information was provided.